Manufacturer narrative:
E.1. Alternate phone number for initial reporter: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient¿s pump was not working, and they were asking if the pump alarm volume could be turned down or if they could have the pump removed. When the agent inquired further, the caller stated that the pump was alarming 'like every 15 minutes or something' and the patient was hitting on the pump out of frustration and now they were all bruised in that area. The caller stated that they told the patient to stop hitting the pump. The pump alarm was loud and driving the patient crazy. When the agent inquired about last time the pump was filled, the caller stated that they didn't know how many times it had been refilled but they thought at least 2-3 refills and then the pump malfunctioned, and no doctor could deal with it, but it hadn¿t been filled in some time. Per the caller, the patient did not have a doctor to manage the pump and assist them. The agent reviewed considerations, sent physician listings to the caller as requested, and the caller agree d to discuss the issue with a doctor. Additional information was received on september 15, 2025, from a healthcare provider who reported that the patient was complaining about hearing an alarm from their pump every 30 minutes and the patient would like the alarm silenced. The agent transferred the caller to nas (national answering service) for further assistance.